Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a female patient (age not provided) who initiated treatment with synvisc and she did not have range of motion, patient was not feeling good, had scar tissue from injection, drained 20 cc of fluid from knee and experienced allergic reaction. The patient's medical history, past drugs and concurrent conditions was not provided. It was reported that the patient was taking an antibiotic and physician said it was fine. She also was taking guaifenesin (mucinex) but didn't take it on the day of injection. On (B)(6) 2016, the patient initiated treatment with first intra-articular synvisc injection weekly (dose, lot/batch number and expiration date and indication not provided) into an unspecified knee. On (B)(6) 2016, patient received second injection of synvisc. On an unknown date, after the second injection, patient started experiencing side effects. The patient was not feeling good. On an unknown date in (B)(6) 2016, few days after receiving treatment with synvisc, the patient didn't have range of motion. The physician told the patient that she had scar tissue from the injection. On (B)(6) 2016, patient received last injection of synvisc. It was reported that the patient's knee was so swollen and painful so she went to the emergency room on (B)(6) 2016. The patient was told that she was having an allergic reaction and 20cc of fluid from her knee had to be drained and had to give her cortisone injection. The patient was not allergic to eggs or anything like that. The patient was a marathon runner and very active so she was excited about this treatment. The patient had issues prior on the same knee. After the first injection it was all down hill after that. Corrective treatment: drained 20cc of fluid from knee, cortisone injection for allergic reaction, not reported for patient was not feeling good, drained 20 cc of fluid from knee scar tissue from injection and patient did not have range of motion outcome: unknown for all events (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction additional information was received on 29-feb-2016. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(4) 2016 from a patient. This case concerns a female patient (age not provided) who initiated treatment with synvisc and she did not have range of motion, patient was not feeling good, had scar tissue from injection, drained 20 cc of fluid from knee and experienced allergic reaction. The patient's medical history, past drugs and concurrent conditions was not provided. It was reported that the patient was taking an antibiotic and physician said it was fine. She also was taking guaifenesin ((B)(4)) but didn't take it on the day of injection. On (B)(6) 2016, the patient initiated treatment with first intra-articular synvisc injection weekly (dose, lot/batch number and expiration date and indication not provided) into an unspecified knee. On (B)(6) 2016, patient received second injection of synvisc. On an unknown date, after the second injection, patient started experiencing side effects. The patient was not feeling good. On an unknown date in (B)(6) 2016, few days after receiving treatment with synvisc, the patient didn't have range of motion. The physician told the patient that she had scar tissue from the injection. On (B)(6) 2016, patient received last injection of synvisc. It was reported that the patient's knee was so swollen and painful so she went to the emergency room on (B)(6) 2016. The patient was told that she was having an allergic reaction and 20cc of fluid from her knee had to be drained and had to give her cortisone injection. The patient was not allergic to eggs or anything like that. The patient was a marathon runner and very active so she was excited about this treatment. The patient had issues prior on the same knee. After the first injection it was all down hill after that. Corrective treatment: drained 20cc of fluid from knee, cortisone injection for allergic reaction, not reported for patient was not feeling good, drained 20 cc of fluid from knee scar tissue from injection and patient did not have range of motion outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for allergic reaction.